Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
A crack was identified in the body of the canister during an on-site sales call and stock review. The device was not used in the patient and discarded.